Event description:
Customer stated they experienced pain, bleeding, gums began discolored at the implant sight. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.